Manufacturer narrative:
Based on the current information provided, the cause of the reported microleak is unknown. However, due to the leak¿s occurrence at the anastomosis, created by the third-party eea stapler, the leak is likely due to a non-isi product. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. A system log review was performed and there were no relevant observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. A review of the instrument logs was also performed. A single use sureform 60 stapler instrument along with two (2) green reloads and one (1) white reload was recorded in use during the procedure. Additionally, a monopolar curved scissors instrument, tip-up fenestrated grasper instrument, fenestrated bipolar forceps instrument, and vessel sealer extend instrument were used for the procedure. All reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. An isi advanced failure analysis (afa) engineer conducted a stapler log review for the sureform 60 stapler instrument. All firings were completed. There were no incomplete clamps noted to have occurred per the logs. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted sigmoid colectomy procedure, the patient returned to the hospital approximately two weeks with symptoms of a microleak at the location of the anastomosis crated by a non-isi product. The patient was treated with antibiotics. The cause of the post-operative complication can be attributed to the use of a third-party stapler instrument based on the location of the leak.

Event description:
It was reported that after a da vinci-assisted sigmoid colectomy procedure, the patient developed an unspecified leak. The surgeon had used firefly indocyanine green (icg) fluorescent imaging during the procedure and the ¿patient was fine¿ but developed a leakage two weeks post-operatively. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after a successfully completed da vinci-assisted sigmoid colectomy procedure on (B)(6) 2021, the patient returned to the hospital approximately two weeks post-operatively on (B)(6) 2021 presenting undisclosed symptoms of a leak. The ¿microleak had formed at the anastomosis¿ where a third-party eea ethicon stapler had been used. The patient was ¿treated with antibiotics¿ and it ¿sealed on its own.¿ no second procedure was required. The patient was reported as doing well at home. The initial da vinci-assisted surgical procedure had successfully completed robotically and there were no reported system errors. The surgeon had used firefly indocyanine green (icg) fluorescent imaging and there were no observed issues; stating that, ¿intra-operative infusion with icg was successful and there were no intra-operative complications. The surgeon ¿counsels patients on the potential for this type of complication post-operatively.¿ the surgeon stated that there is no relationship between the da vinci system or products and/or the post-operative complications or treatment that followed. The surgeon attributed the post-operative anastomotic microleak as being caused by a third-party eea ethicon stapler instrument that had formed the initial anastomosis.